Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Nearly chocked (choked) [choking sensation]; brush head came off in mouth, pin sticking up [device breakage]; brush head not fitting right, don't click on correctly, wobbles up shaft [device connection issue] may have bought some fake toothbrush head - (B)(6) [suspected counterfeit product]. Consumer contacted via phone and stated that the brush head came off in his son's mouth on the first use. No serious injury was reported.